Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention, although his blood glucose meter read higher. No other info was forthcoming from the consumer's parent. The meter in question will be returned for eval. The consumer was discarded the test strips used in this event.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.